Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01510 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a procedure on (B)(6), 2010. According to the complainant, post-implantation, the patient experienced injuries including extreme vaginal pain, mesh erosion, and dyspareunia. (Specifics and date/s of onset unknown). Reportedly, the patient underwent revisionary surgery (specifics and date unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.